Event description:
It was reported that guide wire detachment occurred. The target lesion was located in the renal artery. A platinum plus guide wire was selected for use. Upon removing the guide wire from the hoop, the guide wire became stuck. The wire was pulled which elongated the tip to become long and floppy. The device was then used inside the patient and the tip broke off inside the patient's vessel. The physician attempted multiple things to retrieve the device. The distal tip was eventually retrieved with a snare and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.